Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated on (B)(6) 2019, the patient had been complaining of discomfort all day while at school. His mother took him to the general practitioner on (B)(6) 2019, who advised her to remove the sensor, and an infection was noted at the insertion site. Antibiotics were prescribed. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.